Manufacturer narrative:
The incident could potentially have resulted in hypotony in the eye. The device and log files have been requested to be returned to the manufacturer for investigation.

Event description:
After the surgeon lifted his foot from the pedal, in silicone oil removal phase, the unit kept on aspiring. In addition the touchscreen of the monitor was blocked.

Event description:
After the surgeon lifted his foot from the pedal, in silicone oil removal phase, the unit kept on aspiring. In addition the touchscreen of the monitor was blocked.

Manufacturer narrative:
With regards to this complaint a panel pc and log files were received for investigation. Analyses of the log files showed that the gui stopped and even windows stopped working, which prevented input from the eva to be processed. This caused the eva to continue with the latest settings received from the panel pc. Investigation of the returned panel pc revealed no issues with the panel pc working according to the release specifications. Based upon the results of the investigation it is concluded that most likely the problem encountered is due to a bug in windows software or one of the drivers as no repeat events were reported with the panel pc and during investigation also no anomalies were identified.

Event description:
After the surgeon lifted his foot from the pedal, in silicone oil removal phase, the unit kept on aspiring. In addition the touchscreen of the monitor was blocked.

Manufacturer narrative:
The incident could potentially have resulted in hypotony in the eye. The device and log files have been requested to be returned to the manufacturer for investigation. The eva system with alleged issues and log files were recently received by d.o.r.c. And investigation is ongoing. No appropriate corrective/preventative actions can be taken until the investigation is competed. The eva system with alleged issues and log files were recently received by d.o.r.c. And investigation is ongoing.